Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that intermittent occlusion alarms occurred. Following a system check by tandem technical support, the customer cleared the alarm and continued to use the pump for insulin therapy. Customer's blood glucose was 178 mg/dl.